Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of cable damage and the head was to be sent on for repair and restock. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had cable damage. The programmer head was returned for service. No patient complications have been reported as a result of this event.